Manufacturer narrative:
(B)(4). Initial reporter also sent report to FDA?: mw5063410.

Event description:
According to the reporter, a patient underwent an exploratory laparotomy, antrectomy, and vagotomy with billroth I reconstruction. After using the device, significant bleeding was noticed around the staple line. Additional suture was required to correct the condition.